Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed which passed. Investigation, unable to duplicate customer stated problem; however, reported problem was found in the pump ehl. Investigator's replace the pump downstream occlusion sensor as a preventive measure. Perform a full pm and functional test which passed.

Event description:
Information was received indicating that a smiths medical pump had a failed occlusion test and a "cassette not attached properly" error. There was no reported adverse events.